Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a bent needle was unconfirmed. However, a defect making it difficult to advance the safety mechanism was confirmed and the cause was determined to be supplier related. The product returned for evaluation was 1 opened and 16 sealed 20g safestep infusion sets without y-site. The investigation findings were consistent with misplaced or excess manufacturing adhesive, which bound the safety mechanism to the needle. Additionally, one physical device was returned for a different lot number (lot: asgwfc129), but no defects were identified in this device. All returned units were evaluated and no bent needles were observed in any of the units. The sealed units were functionally tested by advancing the safety mechanism over the needle. All sealed units successfully had the safety mechanism engaged without any resistance during advancement. The sealed unit was returned with the safety mechanism already engaged so it was microscopically inspected for any evidence that would indicate that the safety mechanism was difficult to engage. Microscopic examination under uv light assistance revealed a white/clear adhesive-like substance at the interface of the needle shaft and safety mechanism. That material fluoresced under ultraviolet light, which was consistent with the adhesive used to assemble the infusion set. The presence of adhesive at the observed location would have caused the user to experience resistance when advancing the safety mechanism. Based on the available evidence, it appeared that the adhesive was deposited on the needle shaft during device manufacture. The device is a supplied component and the supplier was notified of the event.

Event description:
It was reported by the customer that describes multiple huber needles that are bent, making it difficult to engage the safety mechanism. No other information was provided. This report addresses the specific event on 2/5/2024.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that describes multiple huber needles that are bent, making it difficult to engage the safety mechanism. No other information was provided. This report addresses the specific event on (B)(6) 2024.

Event description:
It was reported by the customer that describes multiple huber needles that are bent, making it difficult to engage the safety mechanism. No other information was provided. This report addresses the specific event on (B)(6) 2024.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.